Event description:
Boston scientific received information that during the implant procedure, three left ventricular (lv) leads were attempted, but not implanted. The first lead was attempted, but damaged when the physician was cutting the catheter. The second and third leads were attempted, but not implanted due to difficult patient anatomy as the leads would not advance into the vessel. A fourth lead was then attempted and successfully implanted with no further issue. No adverse patient effects were reported. Four years later, boston scientific received additional information when the patient called to troubleshoot their remote home monitoring system. During the call, the patient mentioned that he suffered a stroke that night after his cardiac resynchronization therapy defibrillator (crt-d) system was implanted. He believes the stroke was a result of the physician attempting to implant his third lead. The caller also mentioned that following the implant procedure, his heart function decreased from twenty-five percent down to eight percent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.